Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a jetstream xc-2.4 atherectomy catheter. The shaft and the remainder of the device were inspected for damage. Visual examination showed no damage. The functionality of the device was checked. The device primed as designed. The device was functionally tested for a period of 3 minutes in the blades up and blades down positions, the device functioned as designed. Stalling may occur or be caused by the user forcing the device through a heavily calcified lesion. Inspection of the remainder of the device, revealed no other damage or irregularities.

Event description:
It was reported that the blades stopped spinning during the procedure. A 2.4mm jetstream xc catheter was selected for an atherectomy procedure in the left superficial femoral artery (sfa). A couple of runs were performed. Upon using rex mode to back the catheter out, the device stalled and the blades stopped spinning. No error codes were noted. Another 2.4mm jetstream was used to complete the procedure. There were no patient complications and the patient's status was fine.